Event description:
It was reported that after a da vinci-assisted surgical procedure, the 30 degree endoscope was found broken. At this time, it is unknown if there was fragment falling inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the davinci coordinator was not made aware of this situation or know any details.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the 30 degree endoscope be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope to perform failure analysis. The instrument was analyzed and found to have hairline crack(s) on the button pack assembly. Additional observations : the cable integrated connector housing exhibited discoloration. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope did not rotate properly and upon inspection, the attached endoscope adapter (aea) shaft bearing was observed to be contributing to the friction.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 deg. Endoscope plus was analyzed. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on illumination of the button pack assembly. The root cause of camera button pack. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The complaint was confirmed by failure analysis. The probable root cause is attributed to mechanical damage during use or improper handling, which may include accidental drops of the endoscope. In some cases, extensive cracking leading to the button pack breaking off can occur, which is likely caused by improper cleaning during reprocessing.

Event description:
Refer to h11 for follow-up information.